Event description:
It was has been reported to philips that the plate was cut between two examinations on the allura xper fd20 system. The system was not able to start. The system was in clinical use at the time of the event and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was has been reported to philips between two procedures, the system could not start up. Therefore the system was not in clinical use. The scheduled patient procedure was a non-emergency congenital and structural heart treatment, which was completed on another system. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and upgraded the system. Therefore several parts were also replaced, including the host pc, the image processing pc the table side module and the hard disk. After reinstallation of the software, the system was returned to use in good working order. Codes were updated based on the investigation outcome.